Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a pericardial effusion could not be conclusively determined.

Event description:
During a paroxysmal atrial fibrillation procedure, a pericardial effusion was noted which resulted in a pericardiocentesis. The transseptal puncture was not easy. At the end of the pvi, the patient tension went from 10/7 to 50/3. The echo was checked and pericardial effusion was noted. Protamine was injected and the effusion was drained. 800cc were drained and reinjected immediately into the patient. The tension increased to a normal value to 11/7 after drainage. The patient went to the ICU and is recovering. The pvi was completed and successful. The physician alleges that the sheath dilator may have caused a minor scratch to the septum during the difficult transseptal puncture. There were no performance issues with any abbott device.